Manufacturer narrative:
Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing and evaluation, during which it was determined that the AED was intermittently delivering audio prompts. Further investifation determined the intermittetent audio prompts were attributed to a connection issue within the speaker assembly. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.